Event description:
Baxter (B)(4) received a report that an intermate had a broken blue winged luer cap. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a broken blue winged luer cap as a broken luer post. The root cause of the broken luer, near the base of the stem, was determined to be a manufacturing defect: stress from the shrink-wrapped packaging design, material integrity of the luer component, and the sub-optimal dimensions of the bond pocket. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Additional information: he batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The device has been returned to baxter and currently under evaluation by baxter personnel. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.